Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During first inflation at 10 atmospheres for 30 seconds, the balloon rupture vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During first inflation at 10 atmospheres for 30 seconds, the balloon rupture vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was observed inside the balloon which is evidence of a device leak. A leak test identified a balloon pinhole located approximately 13mm proximal of the distal markerband. The rated burst pressure for this device as per specification is 14 atmospheres. A visual and tactile examination found no kinks or damage to the shaft and tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.